Event description:
It was reported that there was a big qrs far field signal. The device was reprogrammed and the lead remains in use. It was also noted that the patient was a participant in the sls clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.